Event description:
Customer reported receiving no delivery alarms from the insulin pump. Customer stated that she has experienced a blood glucose level as high as 500 mg/dl within the past several days. Blood glucose level at the time of the initial call was 425 mg/dl. Blood glucose level at the time of the follow up call was 101 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.